Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one power disconnect alarm logged due to a communication error. Additionally, log file analysis revealed occurrences of critical battery alarms and premature power switching events prior to batteries reaching the 25% threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had multiple power disconnect alarms. The controller was exchanged. No patient complications have been reported as a result of this event.